Manufacturer narrative:
(B)(4). Customer's meter has been returned to the lab and product testing did not confirm the readings complaint. All results were within range specification and no errors were observed during control solution testing.

Event description:
A customer reported that they obtained imprecise readings on their precision xtra/optium meter. The customer obtained readings of 1.1 mmol/l and 16.8 mmol/l within a ten-min timeframe. The readings were plotted on a parkes error grid against the average and the results fell within the b & c zones. The c zone results is considered to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.